Event description:
The dealer reported that the sensor proximity switch is broken. This issue could cause a user to be injured because the chair would not be able to judge the proximity of other objects and the user could run into things.